Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence, should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, when attempting to retrieve a bronchial foreign body (peanut), the dormia broke during its opening and found herself in the bronchus. The foreign body and the dormia were extracted with a foreign body clamp. The device was tested before use, dormia was functional. No consequences for this case. The operator of the dormia removed with forceps extraction of foreign bodies. Lot put in quarantined. In addition, when closing the dormia on the foreign body, it broke. The dormia cut into 2 the peanut, every piece of peanut went into a bronchus. Girl - (B)(6). A flexible endooscope was used. (A rigid endoscope require to be blind and potentially push the foreign body).